Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly had difficulty in deflating and subsequently got stuck during retraction. It was further reported that the balloon and sheath were removed together as one unit and another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one conquest pta catheter and unknown sheath were returned for evaluation. The sample was bloody, sheath over the balloon had bunching on the proximal end and had a buckled distal end, indicating retraction issues. Functional evaluation was performed, the returned sheath was attempted to pulled distally but would not advance. The device guidewire lumen was flushed. The balloon was inflated using an in-house presto inflation device. The balloon was able to hold pressure and shape. It was noted that the deflation was slow. The balloon was cut and under microscopic evaluation the inflation ports were noted to be collapsed. Therefore, the investigation is confirmed for the reported deflation issue as collapsed ports were noted. The investigation for the retraction issue is confirmed, as there was damage to the sheath indicating retraction issues. Per the reported event details, the likely cause of the retraction issue was the inability to deflate the balloon properly, leading to both the sheath and device needing to be retracted together and the likely cause of the slow deflation issue is due to the collapsed ports. However the cause of the collapsed ports and the definitive root cause for the deflation and the retraction issue could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The catalog number identified in section d4 has not been cleared in the us but is similar to the conquest pta dilatation catheter products that are cleared in the us. The pro code and 510 k number for the conquest pta dilatation catheter products are identified in d2 and g5. Expiry date: 04/2023. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the conquest pta dilatation catheter products that are cleared in the us. The pro code and 510 k number for the conquest pta dilatation catheter products are identified in procode and PMA/510(k). (Expiry date: 04/2023).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly had difficulty in deflating and subsequently got stuck during retraction. It was further reported that the balloon and sheath were removed together as one unit and another device was used to complete the procedure. There was no reported patient injury.